Event description:
Dealer stated that the left and right rear frames on a ct6a manual wheelchair ar cracked.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.